Manufacturer narrative:
Complete UDI number has been added to field d4 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 28, 2025, mentor became aware that the patient also experienced bilateral skin reaction. Hence, coding has been added/updated accordingly under section h on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient who underwent revision breast augmentation surgery with 550cc mentor memorygel breast implant on the right side, and with unknown size unknown gel implant on the left side on (B)(6) 2007 experienced breast implant rupture on the right side. On (B)(6) 2021, mentor became aware that patient experienced bilateral breast implant rupture confirmed by MRI and complicated with granuloma in the left axilla. At this time, mentor has received no information regarding explantation or an expected explantation date. This supplemental report is for the patient¿s right-sided device. Please see manufacturer report number 1645337-2021-02780 for left side issue.